Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had several insulin flow blocked alarm with several different set change. Customer was rewind insulin pump and also they performed displacement verification test and it was ok. Insulin pump again alarm insulin flow blocked alarm at time of bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.